Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked water tank enclosure and rear housing. The complaint was confirmed as water leaked from a cracked reservoir and tank cover due to physical damage. The root cause for the condition was due to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The rear housing was replaced, and the device passed all functional delivery tests., corrected data: g3: report source, corrected.

Event description:
It was reported that the device rear case is cracked and leaking. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.